Event description:
Internet article reports that a patient developed an infected granuloma following hysterectomy the patient was returned to surgery for excision of the granuloma and retained sutures approximately six months after the original surgery. No further event details were provided.

Manufacturer narrative:
Conclusion - no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.